Manufacturer narrative:
Pt age and weight: unk. Implant and explant dates: unk. Event problem and evaluation codes: results code(s): (operational problem): - visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions code(s): (unable to confirm complaint): based on the complaint history and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon was inserting a 13.2mm micl13.2 implantable collamer lens, -15.0 diopter, and the lens was torn. The reporter stated it was unknown if there was any patient contact but there was no injury. The backup lens was implanted.